Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil, a midway 43 delivery catheter (midway 43), a benchmark 6f 071 delivery catheter (benchmark), and a non-penumbra microcatheter. The swiftpac was advanced distally toward the midline at the vertex of the skull; however, the swiftpac was deemed to be too long, and the physician decided to retract the swiftpac. While retracting the swiftpac, the embolization coil unintentionally detached with the majority of the coil remaining in the target vessel and a portion in the microcatheter. The physician was unable to push the detached embolization coil completely into the target location. The midway 43 and microcatheter were removed, and the benchmark with the detached coil was parked in the low common carotid. A coronary balloon device was advanced through the benchmark and inflated to secure the coil at the tip of the benchmark. The swiftpac was then removed safely along with the benchmark and balloon device. The procedure was completed using a new swiftpac, the same midway 43, the same benchmark, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.